Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information to technical services will be send for analysis. A premature battery depletion (pbd) is suspected. This device was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information to technical services will be send for analysis. A premature battery depletion (pbd) is suspected. This device was then explanted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. No additional adverse patient effects were reported.